Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the user "touched" the pump module to check the settings, it displayed channel error alarm, and it shut off. The user then detached and reattached the pump module to the pcu, and it resumed working. Dobutamine 2mcg/min/kg was infusing at the time of the event. The event occurred on (B)(6) 2025 at 0800. The pump was reattached at the time and resumed working; it was then switched out with a new one as soon as feasible. There was patient involvement however no patient harm.

Event description:
It was reported that when the user "touched" the pump module to check the settings, it displayed channel error alarm, and it shut off. The user then detached and reattached the pump module to the pcu, and it resumed working. Dobutamine 2mcg/min/kg was infusing at the time of the event. The event occurred on 03 march 2025 at 0800. The pump was reattached at the time and resumed working; it was then switched out with a new one as soon as feasible. There was patient involvement however, no patient harm.

Manufacturer narrative:
Omit: other occupation, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the log review of the concomitant pcu event log confirmed the channel disconnect alarm, but testing could not replicate the event during a test infusion. Inspection of the suspect device found corroded pins on both iui connectors. Laboratory results from the iui failure product analysis procedure determined the suspect pump module was working as intended. Asm preventive maintenance results indicated that the suspect pump module was performing correctly with no issues noted. Review of the suspect pump module and concomitant pcu error logs showed no records associated with the reported incident. The review of the concomitant pcu event log showed that on (B)(6) 2025 at 8:07 am the suspect channel was attached to the unit. The user restored the last infusion with a rate of 2.04ml/hr, a volume to be infused (vtbi) of 51.365ml and a dose of 2mcg/min/kg. The primary volume infused (pvi) was recorded as 28.635ml. At 8:48 am, the user selected the channel and paused the infusion. The system alarmed for channels disconnected. The pvi was recorded as 30.034ml. The channel was reconnected. The channel was disconnected and reconnected again. At 8:51 am, the user channeled off the unit. Bd alaris system iui inspection tip sheet recommends replacing the iui when any surface is contaminated with blue or green deposits, cracks, or other signs of damage are visible. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged devices can result in patient harm. The bd alaris best practices for cleaning tip sheet contains information regarding the correct steps for cleaning the iui connectors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect pump module s/n: (B)(6) (w/o: (B)(4) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of channel error and power down of the pump module could not be definitively determined. Testing did not replicate the channel disconnect event. It is not possible to determine if the suspect pump module was connected to a concomitant channel with a defective iui that could have caused the issue. Note that this report lists imdrf annex a040502, a1801, a0509, c0601, c07, d01, d15, g02017, g04037, g0405206 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.